Event description:
A stent was deployed. When the balloon in the ptca dilatation catheter was withdrawn; it did not withdraw into the guiding catheter. While trying to retrieve it, the tip broke off. Surgery was required to reteive the broken piece.